Event description:
One device was returned for repair with complaint that the downstream occlusion (dso) sensor seal was bubbling up. Analysis found the seal is detached and bubbled up. Also found the upstream occlusion (uso) seal is buckling. There was no patient involvement.

Manufacturer narrative:
One device was received in repair with complaint that the downstream occlusion (dso) sensor seal bubbling. No service records found in the last 12 months. No related alarms to the complaint found in the event log. Visual inspection found the dso seal is detached and bubbled, and the upstream occlusion (uso) seal is buckling. The dso and uso seals were replaced. Device passed all testing criteria post repair.